Manufacturer narrative:
The complaint was re-opened following additional questions received, and further analyses have been performed. Please refer to the updated attached analysis report.

Event description:
Reportedly, upon device interrogation on 22 october 2019, two episodes classified as supraventricular tachycardia/sinus tachycardia (svt/st) with a total duration of 4 seconds were recorded in the device memories, whereas they should have been classified as ventricular tachycardia (vt) and the duration of the episodes was around 20/30 seconds. The svt/st label did not appear in the stored electrograms.

Event description:
Reportedly, upon device interrogation on (B)(6) 2019, two episodes classified as supraventricular tachycardia/sinus tachycardia (svt/st) with a total duration of 4 seconds were recorded in the device memories, whereas they should have been classified as ventricular tachycardia (vt) and the duration of the episodes was around 20/30 seconds. The svt/st label did not appear in the stored electrograms.

Event description:
Reportedly, upon device interrogation on (B)(6) 2019, two episodes classified as supraventricular tachycardia/sinus tachycardia (svt/st) with a total duration of 4 seconds were recorded in the device memories, whereas they should have been classified as ventricular tachycardia (vt) and the duration of the episodes was around 20/30 seconds. The svt/st label did not appear in the stored electrograms.